Event description:
It was initially reported by the company rep that the physician informed her that the pt was recently implanted and now had vocal cord paralysis (vcp). She stated that the pt is programmed on to low settings. The treating physician believes the reason is likely due to surgeon and the implant procedure. Follow up with the company rep revealed that no intervention is planned or taken at the moment and the pt is going to see an ent. They believe the paralysis is related to the surgery as the pt showed vcp right after the surgeon prior to even turning the device on. They turned the device on a few days after the surgery and the pt was set at the lowest settings. The physician was not sure if paralysis was temporary or permanent. Company rep stated that the physician has not performed any diagnostics as the pt is at low settings and they did want to do it right now. Company rep also stated that she was present in the surgery and diagnostics that time was fine with everything ok.